Event description:
It was reported that the customer had recurring low blood glucose. The blood glucose reading was 56mg/dl. At time of the call the customer was drinking juice and eating breakfast to bring his glucose level up. Troubleshooting was performed. The concentration of insulin and the programming on the insulin pump were correct. Ran a displacement test and the device passed the test. During the call, the mother stated that the customer was taken to the hospital for low blood glucose. The blood glucose reading was 51mg/dl. The mother stated that the customer ate breakfast and took a bolus. Within one hour the customer started crying, shaking, and stopped breathing. The paramedics were then called. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.